Event description:
It was reported that arteriotomy closure of the right common femoral artery was attempted using a starclose se device after a renal diagnostic procedure. Reportedly, the physician was unable to advance the thumb advancer. The device was removed from the patient and manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela. The physician is reported to be trained in the use of the starclose se device. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. It was indicated that the device was discarded at the facility; therefore, a failure analysis of the complaint device cannot be completed. A definitive cause for the reported inability to advance the thumb advancer could not be determined. A review of the lot history record revealed no non-conformances related to the reported event. A query of the complaint-handling database indicated there are no similar incidents reported from this lot. Based on the available information reviewed, there is no evidence to suggest that a product deficiency is suspected.